Event description:
This report is being filed after the review of the following journal article: cazor a et al. (2022), less risk of conversion to total knee arthroplasty without significant clinical and survivorship difference for opening-wedge high tibial osteotomies in varus knee deformities at 10-year minimum follow-up compared to closing-wedge high tibial osteotomies, knee surgery, sports traumatology, arthroscopy (2023) 31:1603¿1613 https://doi.org/10.1007/s00167-022-07122-z (france) the purpose of this study was to evaluate the clinical outcomes and survivorship at minimum 10-year follow-up of patients undergoing primary valgisation high tibial osteotomy for medial osteoarthritis, treated by opening-wedge high tibial osteotomy (ow-hto group) or closing-wedge high tibial osteotomy (cw-hto group). Between january 2002 and december 2010, 183 patients with isolated compartment medial osteoarthritis with ahlbäck grade = 3 and varus malalignment who underwent high tibial osteotomy performed either with an open wedge or close wedge technique and with a minimum of 10-year follow-up were included in the study. In the ow-hto group, there were 96 patients with a mean age of 54.9 ± 7.1 years and 23 were females. In this group, a bi-plane intra-tuberosity osteotomy was performed, and the fixation was performed using an unknown synthes tomofix locking plate. If the opening wedge was > 7 mm, the gap was filled with bone harvested from the iliac crest. The wedge was filled by iliac crest autologous bone graft in 67 patients. In other cases, no bone graft was used. In the cw-hto group, there were 87 patients with a mean age of 57.6 ± 7.1 and 27 were females. In this group, a supra-tuberosity osteotomy was performed, and the fixation utilized a competitor blade plate(brand:lyon tornier) in 76 cases and staples (manufacturer: unknown) in 11 cases. Both groups received the same rehabilitation under the supervision of a physiotherapist. This consisted of range-of motion exercises and partial weight-bearing with crutches for the first 6 weeks, followed by full weight-bearing. Complications were reported as follows 15 patients died and were excluded from the study (cause of death not specified in the article). (Ow-hto group only) 4 patients had lateral tibial plateau fractures intraoperatively. 1 patient had hinge fracture intraoperatively. 5 patients had nonunion. 3 patients had superficial infections. 1 patient had pulmonary embolism. 27 patients had treatment failure and were revised to total knee arthroplasty this report is for the unknown synthes tomofix medial high tibial plate fixation constructs. This report captures the below reported adverse events: 4 patients had lateral tibial plateau fractures intraoperatively 1 patient had hinge fracture intraoperatively. 5 patients had nonunion. 3 patients had superficial infections. 1 patient had pulmonary embolism. 27 patients had treatment failure and were revised to total knee arthroplasty a copy of the literature article is being submitted with this regulatory report. This is report 1 of 1 for (B)(4)

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. : d1, d2, d3, d4, g4-510k: this report is for an unknown tomofix medial high tibial plate fixation constructs/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.